Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 22 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11

Event description:
It was reported, "patient rang to say PICC leaking. Patient attended for assessment, he stated he had felt something at his shoulder when the line was flushed. Line removed, hole present at 22cm (so internal)" additional information received (B)(6), 2023: there was no life-threatening situation. Leak was discovered when the line was being flushed, patient had no blood return from PICC and had tauralok instilled on various occasions. The day of the PICC removal he complained of a strange sensation at his chest after his PICC was flushed. PICC flushed post removal hole present at 22cm. Patient had to have a replacement PICC placed for his last chemo. Patient was receiving two weekly imdg with cetuximab ¿ irinotecan ,calcium folinate and 5fu with pre meds of piriton. PICC was secured with securacath. No further injury or harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "patient rang to say PICC leaking. Patient attended for assessment, he stated he had felt something at his shoulder when the line was flushed. Line removed, hole present at 22cm (so internal)" additional information received (B)(6) 2023: there was no life-threatening situation. Leak was discovered when the line was being flushed, patient had no blood return from PICC and had tauralok instilled on various occasions. The day of the PICC removal he complained of a strange sensation at his chest after his PICC was flushed. PICC flushed post removal hole present at 22cm. Patient had to have a replacement PICC placed for his last chemo. Patient was receiving two weekly imdg with cetuximab ¿ irinotecan ,calcium folinate and 5fu with pre meds of piriton. PICC was secured with securacath. No further injury or harm to patient.